Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that yellow colored components (proximal clevis and distal clevis) at the distal end are intact and undamaged, however, the brown ceramic sleeve on the instrument has a piece broken off at the distal end. The size of the missing piece is approximately .090 x .075. The ceramic sleeve also exhibits a couple of scratch marks below the breakage. While the evidence is inconclusive, engineering has concluded that damage to the instrument is most likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci si right lobectomy procedure, the permanent cautery spatula (pcs) instrument made contact with another endowrist instrument, causing a yellow piece on the pcs instrument to break off and fall into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.